Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during an angiogram, the pig tail catheter tip detached within the patient. The physician had successfully acquired retrograde arterial access and during a targeted power injection, the tip of the catheter detached within the patient. The physician then successfully retrieved the foreign body from the patient with a vascular snare device. A new catheter was prepped and used to successfully complete the procedure. The patient tolerated the procedure well. No additional consequences to report.